Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20963916/21001523.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the facility.